Event description:
It was reported that during an unspecified da vinci-assisted liver surgical procedure, a piece broke off the harmonic ace instrument and fell inside the patient. The fragment was retrieved during the same surgical procedure which was completed robotically. Intuitive surgical, inc. (Isi) followed up with the initial reporter but was unable to obtain any additional information regarding the reported event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument to perform failure analysis. The instrument was analyzed and found to have the blade broken at the base. A piece measuring approximately 0.084" x 0.360" in size was found to be broken off. The broken piece was returned with the instrument. Components adjacent to this broken blade did not show damage.